Event description:
Pt reported obtaining back-to-back blood glucose results of 89 mg/dl and 206 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt stated that a level-one control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.